Event description:
It was reported that the pulse generator exhibited multiple ventricular noise reversions and high ventricular rate alerts. Egms revealed noise reversions lasting less than a second. The noise could not be reproduced with isometrics. The ventricular sensitivity setting was decreased to 3.0 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.